Event description:
Horizon clinical study. It was reported that 259 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was located in the 1st diagonal (1st dx). The physician treated the lesion with placement of a 2.75x28mm taxus express2 study device. At 259 days after the index procedure, the patient had symptoms of dyspnea with cough and feeling of anxiety. Patient had wall motion disturbances in the echography. The physician performed a pci in the 1st dx to treat the in-stent restenosis with resolution of the patients symptoms. Per the physician, the event was possibly related to the device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.